Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2008: the patient underwent MRI cervical spine with and without contrast. Impression: MRI cervical spine demonstrates increased disc osteophyte bulging at the c5-6 and c6-7 levels. This produces mild flattening of the anterior cord at these levels which has increased in amount since the prior study of (B)(6) 2003. There is similar bulging and impingement upon the anterior cord at the c3-4 level. There are posterior changes from operative intervention at the c4-5 level. On (B)(6) /2009: the patient underwent x-ray of cervical spine. Impression: degenerative changes identified. On (B)(6) 2009: the patient underwent MRI of cervical spine due to neck pain. Impression: abnormal study demonstrating posterior bulging of the cervical intervertebral discs at c3-c4, c5-c6, and c6-c7. There is associated central spinal canal and neuroforaminal narrowing and facet hypertrophy at the levels. On (B)(6) 2009: the patient presented with pre-op diagnosis: cervical spondylotic myelopathy. Cervical stenosis, c3 through c7. Mild ossification of the posterior longitudinal ligament. Multi-level cervical herniated disk with radiculopathy. Procedure performed: anterior cervical diskectomy c3-c4, c4-c5, c5-c6, c6-c7. Foraminotomy at c3-c4, c4-c5, c5-c6, c6-c7 bilaterally. Insertion of biomechanical device, peek cage at c1-c2, c4-c5, c5-c6, c6-c7. Interbody fusion with vitoss beta-tricalcium phosphate mixed with bone marrow aspirate and local bone graft c3-c4, c4-c5, c5-c6, c6-c7. Resection of osteophytes at c3 through c7 with harvesting of more local bone graft. Interior arthrodesis, application of plate anteriorly from c3 through c7. Anterior cervical fusion from c3 through c7. Microscope. Needle bone marrow aspirate for the vertebral body of c6 and c7. Per-op notes: anterior cervical diskectomy was performed at c6-c7 for removal of the cartilage endplates for preparation of fusion. Extensive foraminotomies bilaterally was performed. After proper sizing, a peek biomechanical device packed with local hone graft and vitoss to beta-tricalcium phosphate was placed with interbody space. The osteophyte were resected allow more harvesting of more local bone graft. Distraction was removed allowing the cage to be placed wider compression. More local bone graft vitoss to beta-tricalcium phosphate was also placed in sides of the cage to help with interbody fusion. An anterior cervical diskectomy at c5-c6 was performed with removal of cartilage endplates for preparation of fusion. Resection of the osteophytes and harvesting local bone graft was taken at that time. After proper sizing and an anterior arthrodesis was achieved by placing a plate with 16 mm screws and c3, c4, c5, c6, c7 vertebral bodies bilaterally to provide excellent fixation. More local bone graft with vitoss to beta-trlcalciurn phosphate and bone marrow aspirate was also place on the lateral gutters and along the disk bases and the anterior cervical plate tor anterior cervical fusion. On (B)(6) 2009: the patient underwent x-ray of cervical spine. Thinning of the disc interspace at this level. Endotracheal tube is noted. A tube is seen coiled in the hypopharynx. On (B)(6) 2009: the patient underwent x-ray of cervical spine. Status post anterior cervical fusion. On (B)(6) 2010: the patient underwent x-ray of cervical spine due to neck pain, previous cervical spine fusion. Impression: significant change in the appearance of the anterior cervical fusion. Fracture of the anterior-superior portion of the c4 vertebral body has occurred. Also loosening of the screws within the c4, c5 and c6 vertebral bodies is suspected. Increased angulation at the c3-c4 level. New prevertebral soft tissue swelling is suspected. On (B)(6) 2010: the patient presented with pre-op diagnosis: vertebral body fracture of c4, c5, and c6 with failed instrumentation and screw pull out with kyphotic deformity. Cervical myelopathy. Post laminectomy instability with swan-neck deformity. Procedure performed: stage I procedures: closed treatment of vertebral fracture with bracing, anesthesia, and manipulation, exploration of anterior cervical fusion. Removal of anterior cervical hardware. Reinsertion of biomechanical device, c3-c4, c4-c5, c5-c6, and c6-c7. Revision interbody fusion c3-c4, c4-c5, c5-c6, and c6-c7. Replacement of anterior cervical plate with 16 mm screws from c3 through c7. Anterior cervical fusion from c3 through c7. Stage ii of procedure: posterior cervical bilateral laminectomy with decompression of severe spinal stenosis, c3 through t1. Arthrodesis with lateral mass and pedicle screw fixation from c3 through t1. Posterior lateral cervical fusion from c3 through t1. Harvesting local bone graft. Needle bone marrow aspirate. Beta-tricaloium phosphate with rh-bmp2/acs. Microscope. Neuromonitoring, ssep, emg, and motor-evoked potentials. Per-op notes: stage I-the anterior cervical plate was able to be pulled from the cervical wound. The previous interbody biomechanical devices were also removed. A jamshidi was used to withdrawal bone marrow from several of the vertebral bodies and mixed with beta-tricalcium phosphate. This was mixed with some of the pieces of bone that have been removed from the fracture site that was morsellized for autograft. The beta-tricalcium phosphate and bone graft was placed in the biomechanical devices and placed within the interbody spaces of c3-c4, c4-c5, c5-c6, and c6-c7. More of the beta-tricalcium phosphate morsellized bone graft was placed on the side of the cage in the interbody spaces of c3-c4, c4-c5, c5-c6, c6-c7 for interbody fusion. A new anterior cervical plate was at that time properly being in a lordotic fashion and placed along the anterior cervical spine. A 16-mm rescue screws were then placed in the vertebral bodies of c3, c4, cs, c6, and c7 with 2 screws in each vertebral body. More of the betatricalcium phosphate and morsellized bone graft was also placed along the aide of the plate in the lateral g utters for more anterior lateral fusion of the anterior cervical spine from c3 through c7. Hemostasis was maintained. Stage ii-posterior decompression was performed by bilateral laminectomies for decompression of the entire spinal canal from c3 through t1 for spinal stenosis. Stryker lateral mass screws were then placed in the lateral masses of c3, c4, c5, and c6 bilaterally with pedicle screws placed in t1 bilaterally without difficulty. All the lateral masses and facets were then decorticated. At that time, all rh-bmp2/acs was mixed with vi toss in the harvested local bone graft. This was placed along the posterior cervical spine lateral gutters including the decorticated facets for posterior lateral fusion including facet fusion. 02/02/2010: the patient underwent x-ray of cervical spine. There is mild thickening of the soft tissues anterior to the cervical spine which may represent some postoperative edema. On (B)(6) 2010: the patient underwent dysphagia. Oral stage of deglutition is unremarkable. Pharyngeal stage of deglutition showed reduced epiglottic inversion. There was reduced pharyngeal peristalsis. There was residue post swallow in vallecula, piriform sinuses and posterior pharyngeal wall. There was no evidence of aspiration. There was transient shallow penetration with mixed consistency food and pudding. The esophageal stage of deglutition showed no impairment. On (B)(6) 2010: the patient presented for a post-op follow up. Impression: history acdf c3-c7 with correction of kyphosis on (B)(6) 2009. Revision of anterior cervical plate followed by pcdf c3-t1 on (B)(6) 2010. Postoperative dysphagia. The patient underwent x-ray of cervical spine due to pain following surgery. Impression: postop fusion of the cervical spine. On (B)(6) 2010: the patient underwent x-ray of cervical spine. Impression: stable postoperative fusion of the cervical spine. On (B)(6) 2010: the patient presented for a post-op follow up. Impression: history acdf c3-c7 with correction of kyphosis on (B)(6) 2009. Revision of anterior cervical plate followed by pcdf c3-t1 on (B)(6) /2010. Normal.